Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 198 mg/dl at the time of the report. Troubleshooting was performed. The basal rate on the insulin pump was set to 10.0 units of insulin per hour, when it should have been set to 0.90 units of insulin per hour. The customer stated that he set the basal rate to 10.0 units an hour because he didn't know what to program. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.